Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant product: 694765 lead implanted: (B)(6) 2002. (B)(4).

Event description:
It was reported that the right atrial (ra) lead exhibited an increase in threshold. The lead remains in use. No patient complications have been reported as a result of this event.